Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient complained he never developed speech understanding with the device. Already at activation of the device four channels were disabled. Patient asked the surgeon to evaluate his condition and to consider an explantation and re-implantation surgery. Re-implantation was done on (B)(6) 2017. The device will not be returned to hq (B)(4) for the next five years.

Manufacturer narrative:
Since the device is not available to the manufacturer for examination, no device investigation was conducted. Based on the currently available information, it is not possible to assign a root cause for the reported problem. Despite several requests, no further information was received from the field.

Event description:
Patient complained he never developed speech understandig with the device. Patient asked the surgeon to evaluate his condition and to consider an explantation and re-implantation surgery. Re-implanation was done on (B)(6)2017. The device will not be returned to hq innsbruck for the next five years.